Manufacturer narrative:
No pictures/samples or any other evidence of complained issues were received from the customer for evaluation. The batch number of impacted henry schein safety blood collection needle 25g*3/4*12 inch (w/needle cap), ref 570-0735 was not provided and for this reason it was not possible to come back to the manufacturing partner for the archived sample analysis. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: the customer advised that the blood would spill out. The customer disposed of the defective item.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.